Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: (B)(4). During an in-clinic follow up, noise resulting in oversensing was noted in both the right ventricular (rv) and right atrial (ra) leads. It was suspected that the cause of the event was due to lead insulation damage in both the rv and ra leads from the leads rubbing against each other. No intervention has been conducted at this time. The patient experienced no consequences, and will continue to be monitored.